Event description:
Pt's mother reported blood loss (estimated 150 ml) from leak at connection of a "ball type IV antibiotic pump tubing" to the clave connector. The clave had been accessed for an IV infusion by pump set, and then was detached. The PICC line was flushed with saline, using a 5cc b-d syringe. An antibiotic (vancomycin) infusion, was connected to the clave for a 2 hr infusion. When the mother returned two hrs later, blood had leaked "all over the bed". The mother reported that when she disconnected the tubing, "the center (silicone) of the clave "was gone". The physician was notified. Mother / caregiveer said the child "is fine and does not seem to have been harmed". The pharmacy provider was notified of the event.